Manufacturer narrative:
Product analysis the reported graft hole could not be confirmed on the films provided. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause; therefore, the reported event including the type or location of the endoleak could not be assessed. Post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be evaluated. Analysis of the returned films did not reveal any obvious anatomical anomalies that may have led to the reported type iii fabric endoleak. The reported limb relining could have resolved several different endoleak types. A type iii fabric endoleak would be less likely to have occurred at index; however a type iiia junctional endoleak due to insufficient component overlap could not be ruled out. This may have been an acute type IV blush endoleak caused by fabric porosity which most likely would have self-resolved within 24 hours. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the endovascular treatment of a 51mm abdominal aortic aneurysm. It was reported during the index procedure that a hole was observed after implant of the etlw1616c124e limb. The device was re-lined with a etlw1616c82e to stop the flow into the aortic sac. The reported event was resolved. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.